Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0ueb1, implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported that the patient fell in (B)(6) 2016 around (B)(6) and was not getting therapy relief. The change in therapy/symptoms was considered sudden. After (B)(6) they discovered she had a broken lead. A revision surgery was performed and the patient recovered completely.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.